Manufacturer narrative:
(B)(4). It was reported that a patient underwent an atrial fibrillation (afib) procedure with a smart touch bidirectional catheter. It was reported that when the catheter was retracted from the st. Jude 8.5 fr sl1 sheath that was transseptal in the left atrium, the catheter was very difficult to remove. The physician was able to remove it with force. Once out of the patient, it was noticed that part of the sheath tip was stuck on the tip of the catheter. The piece of material was sticking out distal to the smart touch bidirectional catheter spring. They exchanged the catheter. The procedure was continued without patient consequence. Additional information was received stating that the sheath visually looked fine without harm to the tip. It was unknown where from the sheath the piece of material came from. It was stated that possibly from the inside, but visually on the tip and outside, the sheath appeared normal. The biosense webster failure analysis lab received the catheter for analysis on september 26, 2016. It was discovered during analysis that there was white foreign material under electrode #2. Also electrode #2 was lifted and sharp. The returned device was visually inspected upon receipt and it was found that electrode #2 was lifted and sharp with white foreign material underneath. The catheter outer diameters were measured and were found within specifications. A fourier transform infra red analysis (ft-ir) test was performed in order to identify the type of foreign material; the results demonstrated that the foreign particle is primarily composed of polyethylene; however a second compound within the polyethylene was also identified by the ir spectroscopy test, this compound found within the foreign material most likely corresponds to barium sulfate, a material widely used as radiopacifier along medical device industries. As the event reported that the catheter was removed from the sheath while applying force, that might have contributed to the electrode damage and foreign material found; since the instructions for use (IFU) indicates to avoid the usage of excessive force to advance or withdraw the catheter when resistance is encountered during catheter manipulation through the sheath. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The customer complaint has been verified. Based on available analysis finding results, the failure mode does not appear to be caused by any internal biosense webster inc. Processes since catheter was found within specifications.

Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with a smart touch bidirectional catheter. It was reported that when the catheter was retracted from the st. Jude 8.5 fr sl1 sheath that was transseptal in the left atrium, the catheter was very difficult to remove. The physician was able to remove it with force. Once out of the patient, it was noticed that part of the sheath tip was stuck on the tip of the catheter. The piece of material was sticking out distal to the smart touch bidirectional catheter spring. They exchanged the catheter. The procedure was continued without patient consequence. Additional information was received stating that the sheath visually looked fine without harm to the tip. It was unknown where from the sheath the piece of material came from. It was stated that possibly from the inside, but visually on the tip and outside, the sheath appeared normal. The biosense webster failure analysis lab received the catheter for analysis on (B)(6) 2016. It was discovered during analysis that there was white foreign material under electrode #2. Also electrode #2 was lifted and sharp. The foreign material originally reported was assessed as a reportable malfunction as dislodgement of the foreign material inside the patient poses a risk of embolus. Also the returned catheter condition of the electrode ring being sharp was also assessed as a reportable malfunction as it may cause damage to vascular endothelial linings during the withdrawal of the catheter.